Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation the following findings air/water-cylinder has no color, suction cylinder has no color, probe cover has a crack, adhesive on bending section cover has a crack, universal cord has a scratch were discovered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water tube has foreign objects, air/water cylinder has foreign objects and jet tube has foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.